Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rigid scope's objective lens had a misalignment. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failure descriptions are most likely due to the effect of an excessive mechanical force caused by an impact or fall. The damaged lens is most likely due to an impact or a fall on the tip of the envelope tube. This may also have broken the lens in the optical system, which is indicated by foreign bodies in the image and a clouding of the image. Olympus will continue to monitor field performance for this device.